Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing and inspection of the device, the following were observed: brush passage with no pass and had restrictions at light guide tube side as well; forceps passage with no pass, found foreign material inside; suction flow with slow flow due to foreign material inside; angulation low; control knob play; distal end plastic cover had deep dents and scratches; cut on switch 1; objective lens had very tiny chips at the edge not affecting image; light guide lens old glue on both; bending section cover glue required repair; insertion tube had minor dents and surface scratches; control body had minor dents and scratches; light guide tube had minor buckles and surface scratches; scope connector had minor dents and scratches, including plug unit; and peeling on production and rfid (radio frequency identification) labels. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope air/water channels were clogged or not working. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.